Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to his skin. He also reported he sometimes notices lumps of pooled insulin under the skin and the sites are wet. No adverse event was reported. The lot number of the infusion set was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.